Event description:
It was reported the patient's programmer was displaying a low battery error and the charger unable to communicate with the ipg. The patient alleges there is a lump at the ipg site causing an increase in the distance between the ipg and the charger. The ipg site was revised on (B)(6) 2014 and the charging issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.